Event description:
The pharmacist contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. He reported that a customer returned the atomizer after a washer fell into his mouth during use. Upon further questioning, the pharmacist reported that the patient did swallow the washer from the atomizer; however, the pharmacist does not have the returned device. No additional information was available concerning the patient .